Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. The 99% stenosed shunt vessel was located in a moderately tortuous and mild to moderately calcified short lesion with a vessel diameter of 5-6 mm. A transend 165cm guide wire had difficulty crossing the lesion as the physician felt resistance while rotating the wire. Resistance was encountered during removal of the guide wire. The distal portion of the wire referenced 10cm in length separated and remained in the patient. The detached piece could not be retrieved with a snare as the vessel was diameter was 3mm. The fragment was surgically retrieved from the patient. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).